Manufacturer narrative:
Additional information: after review, it was concluded that there was no suspicion of material failure (no allegations against the spider fx and protege rx devices). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a carotid angioplasty procedure using the ep spd2-050-320 spider fx and sepx-7-30-135 protege rx stent, the physician was unable to successfully retrieve the filter. The filter became trapped in the stent, and it was necessary to convert the procedure to conventional open surgery to remove the devices from the common carotid artery. No further patient injury reported.